Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. The site caused the patient pain and appeared irritated. The irritation grew to "the size of a fist." The patient was taken to see a doctor and diagnosed with cellulitis. The doctor swabbed the area to check for staph infection and prescribed antibiotics. No information regarding the medication was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.